Event description:
It was reported that the patient's device was not working. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).